Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in two pieces. Final analysis found external insulation abrasion breaching the outer insulation at 30.8 cm - 31.8 cm from the distal tip. The cause of the reported event was isolated to the breached insulation consistent with the friction to another device or feature of patient¿s anatomy. Other damage found was consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-25741. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced. Additionally, the atrial lead exhibited noise and the atrial lead was capped and replaced during the same device replacement procedure on (B)(6) 2021. Patient was stable.